Event description:
It was reported that during implant attempt, the device demonstrated poor sensing, was repositioned multiple times, and was finally damaged. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).